Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed bradycardia. Subsequently a permanent pacemaker was implanted with no adverse patient effects. Also the patient was noted with hypertension that was treated and resolved. No additional adverse patient effects have been reported.

Manufacturer narrative:
Device remains implanted, therefore the device will not be returned for analysis. Conclusion: the device history review and investigation are still in progress, once the reivew and investigation is complete a supplemental report will be submitted. Conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. (B)(4).

Manufacturer narrative:
Conclusion: bradycardia is generally a result of known potential adverse effects per the corevalve IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the prosthetic aortic valve. Hypertension is also a known potential adverse effect and was treated and resolved. The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.